Manufacturer narrative:
Batch documentation has been analyzed and reveals no defects or deviations relevant to this complaint. The product was not available to be returned. Without the benefit of examination and testing, (B)(6) is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or add'l info be received, a follow up report will be filed.

Event description:
The customer complains that some of the catheters were very stiff at the end which has caused some bleeding.